Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 535 mg/dl. The customer was treated with bolus through insulin pump. Customer's other blood glucose value was 291 mg/dl. Customer stated that insulin pump had no delivery alarm. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The insulin pump passed the high-pressure test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.